Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead exhibited high impedance and no capture so the patient was placed in an ambulance and transported to the hospital. The following day, it was noted that the lead also exhibited high thresholds, oversensing, noise, and there was an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.